Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and reproduced the errors by running quality control (qc). Fse resolved the problem by performing sorter alignment and replaced the incubator due to loose incubator table. Fse validated the instrument by running qc; results were without errors and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [4053] sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. [4153] cup trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported getting error message "4053 sorter z home overrun" on the aia-900 instrument. The customer performed all set home, but error persisted. The customer spoke to a field service engineer who instructed the customer to turn off the sorter. The customer then attempted a daily run, which resulted in error 4153 cup trans z home overrun. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
The incubator was returned to tosoh instrument service center for investigation. Visual inspection confirmed failure of the incubator due to excessive corrosion. The most probable cause of the reported event due to faulty incubator.